Manufacturer narrative:
H3: product analysis ¿ damage location details: no bends or kinks were found with the solitaire x pusher or marker coil. The stent was found still attached to the pusher. The stent attachment zone (proximal marker) was found in good condition. The stent non-working length struts were found in good condition. However, the stent working length struts were found constricted by a long continuous rounded wire. No breaks or separations were found with the solitaire x revascularization device. ¿ testing/analysis: the wire outer diameter (od) was measured to be 0.0016¿. ¿ conclusion: based on the device analysis and reported information, the customer¿s report of ¿separation¿ could not be confirmed as no breaks or separations were found with the solitaire x revascularization device. Regarding the customer¿s ¿kink/damaged¿ report the issue was confirmed as a wire was found constricting the stent¿s working length struts. It is likely the round wire originated from the guiding catheter used in the event. However, the guiding catheter used in the event was not returned and an analysis could not be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic recieved information that a solitaire sfr4 stent stretched and ruptured. The department reports that when the stent was removed during the procedure, it stretched and then ruptured. The remaining piece was removed from the patient using a catheter. The thrombectomy procedure had to be repeated with another stent. No other information was received.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.